Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
As reported by the patient to ms&s: patient reported that she had a bard PICC inserted friday by someone in infusion and immediately started having slurred/impaired speech. She is still slurring. M&s advised the patient to call 911 or go to the emergency room now as this can be a sign of a stroke and this is not something typical after PICC insertion. On (B)(6) 20116 ¿ bard field assurance representative called the patient back and spoke with her. She did not have product ID information and stated that her speech is not slurred/impaired any longer and is working with specialists to understand what the issue was. Patient also mentioned they found no sign of a stroke. The PICC is still in the patient. On (B)(6) 2016 ¿ bard field assurance nurse spoke with patient to obtain additional event information. Per patient report, her symptoms of slurred/impaired speech and motor skill difficulty took place 3-4 hours after PICC line placement (on a friday). She reported these symptoms to the nurse who informed her that she was just probably anxious about being discharged from the hospital. Her symptoms continued over the weekend at home and into monday. At that point, the patient called bard ms&s to report her symptoms. She went to the ER, per ms&s. The patient reports that the ER could not find anything on tests that proved she had a stroke. However, blood clots were found in the lower extremity and in her lung. Patient is now on anti-coagulation therapy with coumadin and lovenox. Patient also states that her symptoms have resolved and that it is possible she had a stroke that did not show up on tests. PICC line remains in patient and is being used for antibiotic therapy.